Event description:
A high readings issue was reported with the abbott diabetes care (adc) device. Customer received unspecified higher sensor scan result when compared to the built-in meter. As a result, customer experienced a loss of consciousness, seizure, dizziness, and trembling and was unable to self-treat, requiring third-party treatment of glucagen hypokit injection (dose unspecified) by a non-healthcare professional. There was no report of death or permanent injury associated with this event. A sensor scan of 82 mg/dl compared to a blood glucose test of 48 mg/dl from built in meter were plotted on a parkes error grid and fell into the "c" zone, showing the difference in values to be clinically significant. However, it is unknown when these readings were obtained in relation to the reported medical event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.